Event description:
It was reported that an alarm 2 followed by alarm 26 occurred daily for the last two weeks, resulting in blood glucose levels reaching 525 mg/dl. The customer performed a correction injection using multiple daily injections (mdi) and changed the infusion set and cartridge to resolve the issue, then resumed insulin therapy. A replacement of cartridges and infusion sets was sent to the customer as a goodwill gesture, and the case is set to be closed by customer technical support (cts).